Event description:
It was reported that a person with diabetes (pwd) stated their glucose numbers weren't coming down. The pwd stated they thought the issue was the site. The pwd removed the cannula and saw that it was bent. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.